Event description:
As reported by the user facility: had an issue with one of the pumps seeming to infuse over a 12 hour period over the weekend. Just a bit concerned that has went through in half the time is all. No patient injury reported.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k081905.